Manufacturer narrative:
Blocks a, b5, d, and h6 "patient and impact codes" were corrected. Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: chang li-chun "cold versus hot snare polypectomy for small colorectal polyps" a pragmatic randomized controlled trial, department of internal medicine and health management center, national taiwan university hospital, taipei, taiwan, https://annals.org by boston sci-ms10-106. Block h6: imdrf patient code e0506 captures the reportable event of severe delayed bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2202 captures the reportable event of endoscopic hemostasis. Imdrf impact code f2301 captures the reportable event of endoscopic clipping. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
Boston scientific became aware of events involving captivator cold single-use polypectomy snares through the article "cold versus hot snare polypectomy for small colorectal polyps" by chang li-chun, et al. Per the article, between july 2018 and july 2020, the following occurred with the study of patients: delayed bleeding developed was mild and presented as rectal bleeding with spontaneous cessation. Severe delayed post-polypectomy bleeding occurred in the patient. The patient received a blood transfusion and endoscopic hemostasis. Perforation developed after an endoscopic mucosal resection for a 20 mm polyp at the ascending colon. This was resolved with endoscopic clipping and supportive care. Please see the reference article for full details.

Event description:
Boston scientific became aware of events involving captivator cold single-use polypectomy snares through the article "cold versus hot snare polypectomy for small colorectal polyps" by chang li-chun, et al. Per the article, between july 2018 and july 2020, the following occurred with the study of patients: delayed bleeding developed in eight patients. Most mild and presented as rectal bleeding. One patient received a blood transfusion and endoscopic hemostasis. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: chang li-chun "cold versus hot snare polypectomy for small colorectal polyps" a pragmatic randomized controlled trial, department of internal medicine and health management center, national taiwan university hospital, taipei, taiwan, https://annals.org by boston sci-ms10-106 block h6: imdrf patient code e0506 captures the reportable event of a severe delayed bleeding. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2202 captures the reportable event of endoscopic hemostasis.

Manufacturer narrative:
Block b3 has been corrected. Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: chang li-chun "cold versus hot snare polypectomy for small colorectal polyps" a pragmatic randomized controlled trial, department of internal medicine and health management center, national taiwan university hospital, taipei, taiwan, https://annals.org by boston sci-ms10-106. Block h6: imdrf patient code e0506 captures the reportable event of severe delayed bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2202 captures the reportable event of endoscopic hemostasis. Imdrf impact code f2301 captures the reportable event of endoscopic clipping. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
Boston scientific became aware of events involving captivator cold single-use polypectomy snares through the article "cold versus hot snare polypectomy for small colorectal polyps" by chang li-chun, et al. Per the article, between july 2018 and july 2020, the following occurred with the study of patients: delayed bleeding developed was mild and presented as rectal bleeding with spontaneous cessation. Severe delayed post-polypectomy bleeding occurred in the patient. The patient received a blood transfusion and endoscopic hemostasis. Perforation developed after an endoscopic mucosal resection for a 20 mm polyp at the ascending colon. This was resolved with endoscopic clipping and supportive care. Please see the reference article for full details.